Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is presumed that this case caused unexpected stress on the cable due to the user's handling, and the cable was broken, so the image was no longer output. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(6) for evaluation. Olympus repair center inspected the device and confirmed the following; the base part of the coupler was distorted and deformed. Interference stripes were displayed on the endoscopic image. The camera cable was kinked and broken. The video adapter could not be removed from the adapter mount. The ccd unit was damaged during disassembly because the adapter and the ccd unit were too glued together and the threads of the ccd unit were loosened. And the stainless steel thread of the ccd unit was severely deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the bend protection contact was loose and the endoscopic image of the device was flickering. The user completed the procedure with the device. There were no clinically relevant prolongation of the procedure and no report of patient injury associated with the event. Olympus inspected the device at olympus repair center and found that the endoscopic image of the device disappeared due to the damage of the camera cable.